Manufacturer narrative:
Results: evaluation of the returned device revealed the introducer sheath was full of blood. If continuous flush is not used during the procedure, blood may be more likely to coagulate inside the introducer sheath, which may cause difficulty when attempting to advance the ruby coil. Conclusions: further evaluation revealed the pusher assembly midjoint was retracted proximal to the introducer sheath friction lock. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pusher assembly midjoint. If the pusher assembly midjoint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. The pusher assembly mid-joint being retracted proximal to the introducer sheath friction lock may have contributed to the inability to advance the ruby coil during the procedure. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached multiple ruby coils using a lantern delivery microcatheter (lantern). As the physician placed the introducer sheath of another ruby coil into the hub of a lantern, blood entered the introducer sheath and coagulated, causing the ruby coil to be unable to advance. The physician therefore removed the ruby coil and continued the procedure using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2017-02094. Narrative/corrected data. Results: the pusher assembly was kinked in multiple locations. The pusher assembly midjoint was retracted proximal to the introducer sheath friction lock, and coagulated blood was inside the introducer sheath. The embolization coil was intact with the pusher assembly. During functional testing, the ruby coil could not be advanced through its introducer sheath. Conclusions: evaluation of the returned device revealed the introducer sheath was full of blood. If continuous flush is not used during the procedure, blood may be more likely to coagulate inside the introducer sheath, which may cause difficulty when attempting to advance the ruby coil. Further evaluation revealed the pusher assembly midjoint was retracted proximal to the introducer sheath friction lock. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pusher assembly midjoint. If the pusher assembly midjoint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. The pusher assembly mid-joint being retracted proximal to the introducer sheath friction lock may have contributed to the inability to advance the ruby coil during the procedure. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.